Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple, intermittent malfunction alarms occurred. Customer's blood glucose level was 139 mg/dl. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed. Reportedly, the customer will continue to use the pump for insulin therapy.